Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 2006147. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Pictures were returned for this incident; however, the picture samples did not assist in the investigation of the reported issue. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were examined and no signs of defect were observed. Based on the provided feedback, we have concluded a possible cause for this incident related to the primary packaging machinery. The machine has a cutting system. If an error occurs with the cutting system, blister packages may go uncut and create difficulties when opening. Based on the preventive measures in place, we believe this was an isolated incident with a highly unlikely chance of recurrence. H3 other text : see h10.

Event description:
It was reported that 34 syringe 10ml ls 21x1-1/2 an emerald experienced poor perforation on packaging. The following information was provided by the initial reporter: 34 pieces with packaging damaged/broken while separating the syringes due to imperfection of the dotted separation line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 34 syringe 10ml ls 21x1-1/2 an emerald experienced poor perforation on packaging. The following information was provided by the initial reporter: 34 pieces with packaging damaged/broken while separating the syringes due to imperfection of the dotted separation line.